Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is device available to send back for analysis? Please describe the shape of the clips that "came out bent." Was cholangiogram done on procedure? Was there any patient consequence? How was case completed?

Event description:
Please reference the attached user facility medwatch.